Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and there was oversensing due to non-physiologic signals/sic (sensing integrity counter); 642 of 2672 lifetime v-sic occurred since (B)(4) 2013. Maximum ventricular pace impedance is between 3258 and 4139 ohm throughout the record.

Event description:
It was reported that the right ventricular (rv) tachy lead showed high impedance values and high number of short interval counts due to oversensing. A fracture was confirmed so the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 7231cx implantable cardioverter defibrillator. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.